Event description:
Spontaneous call from patient. Received message regarding reprogramming. Patient replaced battery, but pump would not get past cartridge menu. Patient states that checklist at the cartridge menu keeps resetting. Advised patient that pharmacy would send replacement pump. Advised patient to ensure batteries are kept in pump, although it appears the pump may have other issues. Patient using backup. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.